Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a left sigma tka with depuy cement. He was then revised on (B)(6) 2016 for pain and loosening of the tibial tray at the implant to cement interface. Surgeon also noted patient had a significant flexion contracture of 25 degrees. The tray and insert were revised only. Doi: (B)(6) 2014. Dor: (tray and insert only): (B)(6) 2016.

Event description:
In addition to the previously reported adverse symptoms the patient was also experiencing left knee stiffness. On (B)(6) 2020, the patient presented to the emergency department due to difficulty breathing. Troponin level of 0.3 ng/ml and started on IV heparin drip. Multiple IV medications were administered- solu-medrol, metroprolol, and lasix as well as oral aspirin, potassium, and magnesium. The patient was placed on CPAP and transferred to the tele unit before being transferred to a different hospital. The patient appeared to have a long history of cardiac, pulmonary, and renal issues not related to any depuy product.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Removed surgical intervention and medical device removal. No code available (3191) is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.